Event description:
The customer contact reported backflow of fluid from the secondary tubing set into the primary tubing set. The primary tubing set was being used to deliver 250ml of normal saline, at an unspecified rate, via a symbiq pump. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to the proximal clave y-site of the primary tubing set for piggyback delivery of an unspecified concentration of vancomycin. The customer contact reported that the primary solution container was lowered below the secondary solution container. It was reported that after the nurse hung the scheduled midnight medication container and opened the roller clamp on the secondary tubing set, the secondary medication started to drip quickly and backflow of solution was noted into the primary solution container. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no delay in therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.